Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received pump error alarms during bolus. The customer's blood glucose was 16.3 mmol/l at the time of incident. The customer stated that they could not the menu after rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for seven days and no critical block and inverse critical block did not add to zero error or motor arm cannot communicate with the main arm error alarm was noted. No software error detected error or hardware low level failure error alarms was found at the formatted history file. The insulin pump had minor scratched display window, case and keypad overlay.